Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01145.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the poly was not engaging to posterior rim of the tray. It took surgeon extra mallet impaction to try and seat the poly. That's when he noticed the tibial component was loose from the cement mantle. He removed the cement carefully and no recuts were done but noticed a small fracture in the medial compartment. He again tried to seat poly to the tray on the back table but it was not seating at all. I opened another poly. He impacted to the tray and locked in . He cemented it in appropriately. Surgery time was extended more than 30 minutes.